Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had auto fill issue.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Getinge field service engineer (fse) found auto fill issue, run serval test including compressor, replaced compressor since vacuum pressure was low. Perform pm with full calibration, functional testing and safety check to factory specifications.* returned to the customer and cleared for clinical use.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h11. Corrected fields: b5, e1 (event site telephone, event site email), h6 (type of investigation, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the unit had auto fill issue, run serval test including compressor, replaced compressor since vacuum pressure was low. Fse performed pm with full calibration and all tests to protocol. Unit was returned to the customer and cleared for clinical use.

Event description:
It was reported during a routine check that the cardiosave intra aortic balloon pump (iabp) experienced an auto fill issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e2, e3, g1 (contact person mfg site), g2, g3, g6, h2, h6 (health effect clinical code and health effect impact codes and investigation conclusions), h11.

Event description:
It was reported before use during a routine check that the cardiosave intra-aortic balloon pump (iabp) experienced an auto-fill issue. No patient was involved.